Event description:
It was reported that a light sensitive drug set did not maintain a constant flow during infusion. Air was observed in the infusion bag and bubbles formed in the tubing. The ward nursing team performed saline flushes to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g1. The original g1 device manufacturer information was submitted as baxter healthcare - malta, but the correct g1 device manufacturer information is baxter healthcare corporation.